Event description:
It was reported that bd alaris pump module smartsite infusion set was separated the following information was received by the initial reporter with the following verbatim. One of our tubing sets was defective and I would like to report it to the manufacturer. The set started leaking as I was priming the tubing and when I looked further I noticed that the tubing was completely severed in two parts (see picture). How do I report this? Thank you.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
One sample model 2426-0007, lot 24109080 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated below the second y-site. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between tubing and y-site (body) could be related to an incorrect solvent application or any gap by the assembler. The sku 2426-0007 is not planned to be produced at hmo site. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.